Manufacturer narrative:
The field service engineer performed various checks, replaced various parts, and performed adjustments. The customer performed precision testing, calibration, and qc which were acceptable. The alarm trace had several sample probe abnormal aspiration and cell skip alarms surrounding the event. The investigation determined the service actions resolved the issue. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable benz benzodiazepines plus results for multiple patients with the cobas 8000 cobas c 502 module between (B)(6) 2021 and (B)(6) 2021. The initial results were positive. The repeated results were negative. The second repeated results on another c 502 were negative. The samples were sent out for confirmation by gc/ms and all results were negative. The reporter did not provide any specific results. The questionable results were reported outside of the laboratory. The repeat results were deemed correct. The reagent lot number and expiration date were requested but not provided.